Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported during treatment, fluid leaked from the tubing where it connects to the patient's extension set. The patient noticed this during fill 1. He disconnected from treatment and contacted his peritoneal dialysis nurse. The patient's peritoneal dialysis nurse reported the patient was seen in the clinic and given ceftin and gentamycin one dose each prophylactically ip. The patient's effluent has remained clear. His extension set was changed. There has been no pt. Injury.